Event description:
It was reported intermittent occlusion alarms occurred resulting in an elevated blood glucose (bg) over a two day period. The customer reported the pump reading as "high," with no specific value and a bg of 639 mg/dl. The customer gave correction insulin by injection to address the elevated bg and changed infusion set and cartridge to resolve the occlusions; insulin therapy was resumed.